Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a clinical procedure, and the procedure was completed as planned. The device worked functionally at the time of the event, and only reported the tube error. The philips field service engineer (fse) inspected the system onsite and confirmed that the device's x-ray tube failed, which can impact imaging. Upon troubleshooting, fse found that the tube error and large focus used a small focus defect reported on the monitor. Fse reviewed the error log and found an error related to the issue. Fse checked the filament using an l-r-c meter & found the tube was defective, the focus of the tube was wrong, and the tube filament was damaged. To resolve the issue, fse replaced the x-ray tube. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be the blown small filament. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's x-ray tube failed, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.